Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, high and increasing impedance. It was also noted that thresholds were unavailable on the implantable pulse generator (ipg). The ipg was explanted and replaced. A new rv lead was added and the old lead was placed into the left ventricular port of the new bi-ventricular pacemaker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.